Event description:
A physician has had four occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens. This particular pt had a phaco cataract extraction, right eye 12/30/99. The pt subsequently developed what the surgeon describes as a severe hypopyon 12/8/1999 leading to a vitrectomy the same date. At pt's last visit 1/11/2000 the visual acuity was 20/80 and the pt's next visit is scheduled for 2/4/2000.